Event description:
Right before the surgeon completed the procedure and prepared to close, the retractor cable broke. The bracelet pieces fell inside the abdomen at which time the surgeon began removing them laparoscopy. The surgeon believed that all pieces were captured but as a safety precaution did an x-ray to confirm. The x-ray was inconclusive so the surgeon opened the pt to perform a thorough check of the abdominal cavity. The surgeon confirmed that in fact he had removed all pieces of the retractor and closed the pt. Additionally, account stated the missing components were thrown away.

Manufacturer narrative:
The actual device involved in the case was received, however, not all of the components were returned. Visual evaluation of the sample revealed that it had been serviced and modified by a third party company. It was noticed that as a result from the modification, the assembly and the components used to hold the cable in place were different than those used for the manufacturing of this product code. It was also noticed that the cable was broken and frayed near the rigid shaft and that the original etching and marking on the device had been removed. Because the etching had been removed, we were unable to confirm the lot number. In consequence, a DHR review of the affected lot could not be performed. The specific root cause for the incident cannot be determined. However, the visual examination determined that the instrument had been repaired and modified by a third unk party for the customer. No other determination can be made from the sample or with the information available. Since the issue cannot be attributed to the initial materials, manufacturing, design or craftsmanship, a CAPA will not be initiated for this incident. The customer will be provided with a copy of the product's IFU, which includes information on the proper care and handling of the instrument and provides info on authorized repair sites.